Event description:
Ous MDR - after an implant duration of approximately 4 months it was reported, that the patient received diaphragmatic stimulation after a medical examination. The x-ray showed an rv lead dislodgement. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending occurred due to mechanical forces applied during the surgery. During the mechanical inspection a stylet intended for use with the lead was inserted but could be advanced only 1.5 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In addition, cuts in the insulation were observed which resulted most likely from the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.